Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A stained interior light guide lens was also identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had a light guide lens that was dirty on the inside. The issue was found during routine maintenance and there were no reports of patient involvement.